Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 5 mg for a total dose of 3.16737 mg/day and bupivacaine 30 mg for a total dose of 19.00424 mg/day via an implantable pump. It was reported during a pump refill on (B)(6) 2020, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 12.4 ml and the actual reservoir volume (arv) was 16 ml. During a pump refill on (B)(6) 2020, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 12.1 ml and the actual reservoir volume (arv) was 16 ml. During a pump refill on (B)(6) 2020, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 11.7 ml and the actual reservoir volume (arv) was 15 ml. During a pump refill on (B)(6) 2020, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 11.4 ml and the actual reservoir volume (arv) was 18 ml. There was no associated signs and symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.